Event description:
(B)(6) customer called stating that a new bottle of test strips was already open. No adverse events alleged. Product will be returned because exposure to moisture may contribute to high results.